Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After cutting the tibia and after the trials were inserted, the surgeon observed that the cut was externally rotated more than planned. The surgeon determined that the proper course of action was to complete the procedure using the manual instrument set and increase to the next largest size tibial component. The surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regards to the robotic arm interactive orthopedic (rio). A full investigation was not possible in this case because case session files were corrupted upon transfer to mako engineering. The evaluation was conducted based on experience and the information provided in the original complaint report. It was concluded based on the information available that the software functioned as intended and was accurate throughout the procedure.